Event description:
It was reported that the patient suffered a recent bang to the head and during an implant check by the clinic, the results were noted to have changed when measured on (B)(6), 2012. During the patient's last appointment, the measurements were all within normal limits, however at the appointment on (B)(6), the left measurements (the patient is bilaterally implanted), consistently revealed hi impedances across all electrode channels with the exception of electrode channel 5. This was applicable with and without applied pressure. A check carried out on the contra-lateral side was found to be within normal limits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.